Event description:
Patient with a total knee implant developed an infection. A debridement procedure with poly insert exchange is planned.

Manufacturer narrative:
Patient with a total knee implant developed an infection. A debridement procedure with poly insert exchange is planned. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.